Event description:
The doctor reported that the tips of the drivers don¿t work properly. They get stuck inside the implant. The two products were removed from the implant so they could be returned.it was confirmed that the procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: ire200u, certain® universal ratchet extension implant driver (long), lot: unknown e1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.